Event description:
Caller filing this report on mother's behalf. Five of the joey pump set bags opened and they appeared to have residual in them. Also, the plastic does not appear to be uniform. Her mother's feedings were delayed due to the defective bags. Reporter advised she has reported to the MFR of the bags.